Event description:
From original medwatch form (FDA # 1020486) received on 1/01: "permanently visaully impaired caused by lasik. Rptr lost 4 lines of best corrected visual acuity and has monocular diplopia. Surgery and healing process was uneventful. Surgery left rptr overcorrected - inability of surgeons to measure corneal hydration - and with irregular astigmatism - uncorrectable with glasses or soft contacts. Loss of contrast sensitivity makes it very difficult to do their job. Rptr is also left with less than 250 misrons of corneal bed tissue which could cause keraticonus and corneal ecstasia in the future. Pts are being led to believe that lasik is as safe as getting ears pierced but one percent equal one out of every one hundred pts is ending up visually impaired. That translates into thousands of people every year with compromised night vision, inability to continue their chosen careers, etc."